Manufacturer narrative:
Vyaire reference # (B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, the ventilator stopped during ventilation without alarming. It is currently unknown if there was any patient harm or injury.